Manufacturer narrative:
(B)(4). The batch review 3716453 showed that the devices were conformed to in process and finished goods specifications when released to stock the 5 aug. 2013. Expiration date: 2018-07 (according to retained labels). No nc was opened. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported sutures breaking off of two of the mini quick anchor plus's during an tibial/sesamoid ligament repair procedure. After anchors were in place and suture was past through the ligament, when the surgeon was tying the knots, the suture snapped. Two mini anchors were left in the bone as taking them out would probably do more harm. There were no patient consequences. Minimal delay, had to put in two more anchors to complete the procedure. Please see also medwatch report 1221934-2018-53212.